Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn blood collection tubes customer reports that the cover is loose, thus causing the leak. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the cover is loose, causing the specimen to leak."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photo shows shelf pack trays with tubes in them. The photo does not show the customer¿s indicated failure mode of cocked stoppers. Additionally, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper cocked.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin blood collection tubes customer reports that the cover is loose, thus causing the leak. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the cover is loose, causing the specimen to leak."